Event description:
It was reported that the patient went to the hospital as their blood glucose (bg) values had reached 535 mg/dl. It was reported that the controller would not power on and the patient had no back up method of delivering insulin. No information on treatment was provided. Attempts to obtain additional information with the patient have been made but no information was provided. If new information becomes available, we will supplement the report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, power problem and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.